Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular lead experienced dizziness (no syncope). The patient is pacemaker dependent. A holter monitor was performed and revealed ventricular pacing inhibition resulting in extended pacing pauses. Upon device interrogation, no r-wave detection and a decrease in pacing impedances was noted. Over the past month, multiple false episodes of ventricular tachycardia had been stored in the arrhythmia logbook. The trigger of these episodes was the presence of double count of v-pace followed by v-sense in refractory coupled with inhibition of pacing caused by oversensing of noise. The decision was made to remove and replace the device and right ventricular lead. The explanted products were not returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.